Event description:
Patient underwent scheduled amputation of left great toe. During the procedure, an alarm sounded, indicating that the bovie hand control button was depressed and in use. All staff stood back from field, releasing the depressed button. Burn of left fifth toe noteddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: other, invalid data. Conclusion: user error caused event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, other. The device was destroyed/disposed of.